Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that approximately two hours post implant of this right ventricular (rv) lead intermittent capture was observed. The device was reprogrammed to maximum outputs which did not resolve the intermittent capture, therefore the patient was paced transcutaneously. A three second pause in pacing had been observed due to the loss of capture. It was determined this lead had dislodged. The pocket was reopened and the lead was successfully repositioned. Two additional post-operative checks over the next few days confirmed that lead values were stable and within range. No additional adverse patient effects were reported.